Event description:
Approx 18 months ago, co was informed by several of their accounts that an extremely unusual number of the dialyzers were having membrane failures when they were reprocessed. Co investigated and voluntarily took back approx 5,000 pieces. The units rptr knows that were involved with corresponding lot numbers were recalled. According to rptr co, realizing this was a monetarily costly problem did not return them to foreign MFR, but instead worked out a deal with an unscrupulous medical distributor. This distributor would buy these dialyzers from co and sell them to either overseas accounts or single use accounts in the u.s. Distributor was to resell these dialyzers to accounts at such a discount that they would be willing to risk a few membrane failures. One such dialysis unit apparently has a close relationship with one of the primary owners. Rptr recently discovered he had worked as a rep for co some time ago.